Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2019 via social media, that the patient passed away due to an unknown product failure. The patient's friend reported that the "weather screws up the link", which resulted in patient's death. The product failure is undetermined as there was no additional event or patient information provided.